Manufacturer narrative:
The pump was received with a button error alarm and the pump had unresponsive buttons due to corroded keypad traces. They were unable to verify the time/clock anomaly due to the unresponsive buttons. The pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer mentioned that she has had a button error before but she cannot get out of it now. The customer stated that the time was off but the alarm was correct on the pump. Customer stated that the keypad was not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.